Manufacturer narrative:
Follow-up #1: date of submission 04-jan-2018 device evaluation: the device has been returned and evaluated by product analysis on 07-dec-2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of short battery life with sudden drops in voltage resulting in battery alarms. The pump¿s electrical draws were tested and were found to be within required specifications. The threads of the returned battery cap were found to be damaged. The returned battery cap was unable to secure to the pump to maintain an electrical connection. A test battery cap was used for testing. During investigation, the pump was found to intermittently power on with the test battery cap. The battery compartment was observed to be cracked in the thread area and below the grip pad. The threads of the battery compartment were found to be damaged. Moisture was observed in the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and further evidence of moisture corrosion was identified on the continuous glucose monitoring board. The original complaint of a battery life issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas was unable to successfully submit this case, that was complete and ready for transmission, by the due date due to esg product issues at the FDA.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.